Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported ¿capsular contracture, baker grade IV¿. Later healthcare professional reported "the claim is now just for a capsular contractor, but it could also be ruptured, and we won¿t know that until surgery". Later healthcare professional confirmed "during surgery it was found that the implant was ruptured". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required

Event description:
Later healthcare professional reported "the claim is now just for a capsular contractor, but it could also be ruptured, and we won¿t know that until surgery". Later healthcare professional confirmed "during surgery it was found that the implant was ruptured". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Clarification to partial b3: oct2024 was provided. "Pain in breast starting 6 months ago" also reported. Additional reason for reoperation: rupture.